Event description:
The patient called lifescan (lfs) on 11/17/2004 alleging that when he inserts the test strip into the meter, the display flashes 888 and code 16 back and forth. Patient went to the physician's office to get assistance and was not treated. No information if his blood glucose was tested on the physician's meter. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the issue with the meter was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.